Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, upon clip deployment, no click was heard. The physician depressed the deployment button several times; however, no audible click was heard. The device was removed from the patient's anatomy and the clip was found to at the end of the clip delivery tube. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.